Manufacturer narrative:
A local philips field service engineer (fse) performed some troubleshooting on-site and replaced the disposable electrodes and lead cable, which initially resolved the issue. However, the problem recurred in december. The fse replaced the lead cable again, but intermittent failures persisted. The root cause is suspected to be high impedance with third-party electrodes. Using philips electrodes showed improvement. Analysis was performed and investigation has been completed. The engineer replaced the electrodes for the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported that the ECG waveform interference is very large, and after adjustment to the filter interference still exists and cannot detect respiratory waveform. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
E1: reporting institution phone (B)(6). E1: reporter phone (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.